Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 23, 2007, the lay-user/patient contacted lifescan alleging that a one touch basic meter had read inaccurately high. The patient indicated that the alleged meter issue started in 2007. He reported a meter result of "336 mg/dl." An actual result of "239 mg/dl" was found in the meter's memory. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. The patient also did not report any medical intervention. On an unspecified date/time after the alleged meter issue began, the patient developed symptoms of sweating and feeling weak, light headed, and dizzy. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. She did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged inaccurate high meter results and an unknown time later, developed symptoms suggestive of hypoglycemia.